Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device would not show an image. A back-up device was used to complete the procedure. No harm to patient or user was reported.